Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system became unresponsive when performing 3d image acquisition but could perform 2d image acquisition without any issue. Representative confirmed that the navigation system was connected and the tacker and frame were visible. Switching the foot-switch did not resolve the issue. Representative stated that after rebooting the image acquisition system (ias), the imaging system functioned normally and the site proceeded with case. The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.